Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with bifurcated stent and powerfit aortic extension on (B)(6) 2010. Patient underwent coiling after initial implant, the procedure date is unknown. A follow up computed tomography (CT) scan on (B)(6) 2016 showed an unknown endoleak and sac growth. The patient had an angiogram and the physician was not able to confirm the leak and identified a decrease in overlap of the implanted stents. The physician elected to proactively reline the graft. The patient is in stable condition.